Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d3, d4, d6b, g1, g2, g4, h6

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient called to report a right side rupture of an unknown manufacturer of device. The device remains implanted.